Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation which led to cardiac tamponade and pericardial effusion. A pericardial window was performed and the right atrial (ra) and right ventricular (rv) leads were retracted and repositioned. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.